Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated or confirmed. No components were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during service action - the mobile view station (mvs) was not booting up anymore - no more display output - even the bios screen on the mvs display. Pc reboots on its own. There was no patient present when this issue was identified.